Event description:
Patient's inner cannula to a #6 shiley lpc trach tube was very loose. It accidentally became dislodged, therefore patient was disconnected from support. This has been a recurring issue with shiley lpc trachs. The covidien, tyco healthcare, shiley 6lpc (lot number is unknown, as the device was discarded and not given to biomed). Hospital is considering switching to the dct model, as the tabs on the lpc may be wearing over time by unscrewing the inner cannula and cleaning it during trach care.======================manufacturer response for tube,tracheostomy, shiley (per site reporter).======================sales representative recommends switching to the dct model, as he says the lpc model is more for home use.